Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Inspection of the returned screw extender revealed two small sections had fractured and broke on both sides of the extender shaft. The irregularity begins at the distal tip and migrates up along the .225" rod channel then breaks out at approximately .365 of an inch. When used in accordance with the illico surgical technique guide, users should not expect to encounter this type of event. Illico surgical technique guide lit-83323 provides direction as to proper detachment of the screw extender from the mating polyaxial screw. "Insert screw remover into screw extender with handle parallel to the implant rod. Rotate 90 degrees clockwise. Gently pull t-handle up to release screw extender. If the screw extender does not disengage, do not use force. Use screw remover aid."

Event description:
An international customer ((B)(6)) reported the blade of an illico screw extender is damaged. The event caused over a 30 minute delay in the case.